Event description:
It was reported that there were no boluses showing in the pump history for (B)(6) 2011, and there should have been boluses recorded. The patient confirmed that he did not suspend the pump that day. He stated he may have performed a routine battery change, and that the time and date had been resetting with battery changes. Customer support was unable to determine if the discrepancy with the bolus history was due to the time and date reset issue or not. The patient could not recall details of what occurred that day, and could not find an explanation for why there would be no boluses in the pump history for that day.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there were no boluses observed in the pump history for (B)(6) 2011; there was no data available in the black box for that date due to continued pump use. During testing, a regular bolus and an audio bolus were successfully performed and both were accurately recorded in the pump history. There was no defect found on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.